Manufacturer narrative:
Based on the results of this investigation it was noted that the drill bit was visually inspected and was confirmed to be bent. A dent in the drill bit tip was noted. Although it is not possible to determine the root cause for the problem reported by the customer, it might be possible that the drill bit was dropped causing the bent condition of the device. A review of the history device records confirmed that the device conformed to the required specifications prior to distribution.

Manufacturer narrative:
(B)(4). Upon completion of investigation, a follow up report will be filed.

Event description:
The drill bit bent as they were trying to drill it into the skull. The bit had to be carefully removed & a new microsensor kit opened for a new drill bit. The second drill bit worked fine, there was no impact on the patient.